Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia repair, the needle was pulled away from the suture. The surgeon pulled all products and got a different lot number to resolve the issue. There was no patient injury.